Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from USA: "pump primed by patient into self. Type of drug:chemotherapy. Delay in therapy:unknown. Need for medical intervention:unknown. Patient involvement: yes. Death / serious injury:no. " additional information was received on feb.15th, 2016: "the pumps were placed back into circulation after the errors. (B)(6), do you mean by "the pumps were placed back into circulation after the errors, " that the different issues of the pumps were resolved and doesn't need anymore repair?" (B)(6) wouldn't say the issue is resolved. We needed all the pumps to meet the demand. I don't think it is an actual mechanical pump issue. It is more of a software system issue."